Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Device review: the device was not returned to the MFR for physical eval. The customer was unable to provide the MFR with the lot number of the liberty cycler set, single connection dl used in the reported event. As no lot number was provided by the complainant, a record review was performed on each of the lot numbers shipped to the complainant in the three months leading up to the reported event. The record review found six lot numbers shipped to the customer during that time period. All products have been sold and distributed, therefore a sample from the same lot(s) is not available for eval. The batch production records for these lots were reviewed. The batch records confirmed that released product met specs; and documented mfg process controls were within spec. Per the documented product investigation, there was no indication that the fresenius liberty cycler set. Single connection dl caused, contributed to or was a factor in the reported event.

Manufacturer narrative:
Medical record review: medical records were received and reviewed by post market surveillance clinical staff. The medical records did not contain hospital emergency room records for review. Medical records did not indicate a causal relationship between the pt's liberty cycler and the pt's peritonitis. The system level review of the liberty cycler and concomitant products found no indication that the products caused or contributed in any way to the pt event.

Event description:
Findings from the medical records. The pt had a peritoneal fluid culture on (B)(6) 2015 that had no growth, but had an elevated red blood cell count. Pt was diagnosed with culture negative peritonitis and treated with three weeks of intraperitoneal vancomycin and gentamycin.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported her pt received antibiotics due to no-growth peritonitis. The pdrn stated the pt had draining issues over the past week. As a result of the drain issues the clinic performed a flush on the pt's line. Following the flush the pt was able to complete pd treatment without further problems. The reporter believed the pt had a piece of fibrin stuck at the end of his catheter. On (B)(6)2015 the pt was diagnosed with peritonitis. The pt was seen at the emergency room and given antibiotics. The pt was not admitted to the hospital. The pt was treated in-center for the peritonitis. The pt has since continued pd treatment without further problems.